Event description:
It was reported that the patient was admitted in clinic after being found unresponsive. It was noted that the pacemaker pocket was swollen. The whole system including the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead, was explanted. Blood culture was performed and found that the patient had developed sepsis infection and endocarditis. The patient would continue to be monitored at the hospital.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.